Event description:
It was reported through a research article, "aortic root thromboembolism and associated acute myocardial infarction in patients with contemporary durable lvads", identifying that the hm3 may be related to aortic root thrombus (art) complicated by embolic coronary artery occlusion, acute myocardial infarction (ami), and right ventricular (rv) failure. This is a case study which evaluated a 65- year old man with nonischemic dilated cardiomyopathy and end-stage heart failure who underwent heartmate 3 (hm3) left ventricular assist device (lvad) implantation as a bridge to transplantation. The patient presented on postoperative day 105 after 2 syncopal episodes and persistent low flow alarms within 20 minutes of emergency room arrival. A transthoracic echocardiography (tte) showed new-onset severe rv dysfunction and immobile aortic valve (av). Thrombus was visualized anteriorly in the sinotubular junction. The patient underwent chest computed tomographic angiography (cta) which revealed a new focal filling defect in the right sinus of valsalva with associated right coronary artery (rca) occlusion. The patient was considered a high risk for coronary intervention and was treated conservatively with intravenous heparin and dobutamine given severe rv failure. Unfortunately, attempts to wean dobutamine led to recurrent syncope. Invasive hemodynamics showed sever derangements in filling pressures (right atrial/pulmonary capillary wedge ratio 3:1, cardiac index 1.86) despite inotropic support. Previously the patient was not suitable for transplantation due to active inhaled cannabis use before requiring urgent lvad> however, the patient had since abstained post-lvad and was determined suitable for urgent transplant listing as the patient was high risk for imminent clinical deterioration and demise either from extension/embolization of art, cannula-septum interaction from underfilled left ventricle, or insufficient hemodynamic support due to severe rv failure. The patient underwent lvad explanation and orthotopic heart transplantation 5 days later. No residual art was visualized either in proximal outflow tract or native ascending aortic arch. His functional capacity clinically improved following transplantation. The patient had a past medical history of hypertension, ischemic stroke, and seizure disorder. They did not have a history of ischemic cardiomyopathy. Their mean arterial pressure was 78 mmhg, their heart rate was 101 bpm, their respiratory rate was 22 breaths/min, and the patient was afebrile. The troponin peak at the time of presentation was greater than 50,000 ng/l and their international normalized ratio was 2.2. Electrocardiogram findings included that there were q wave formations from v1 through v3 and was similar to their post implantation electrocardiogram. The echocardiogram findings included a small thrombus in sinotubular junction, immobile aortic valve, new onset rv dysfunction, and sever tricuspid regurgitation. The patient's lvad settings at baseline were as follows: pulsatility index (pi) was 8 to 9.4, power of 3.3 w, flow was under 2.5 lpm, speed was at 5,000 rpm, and there were multiple low flow episodes. The computed tomography angiography showed focal filling defect in the right sinus of valsalva and associated proximal right coronary artery occlusion. Invasive hemodynamics included right atrium/pulmonary capillary wedge pressure of 3:1, thermodilution cardiac index of 1.86, and pulmonary vascular resistance of 2.2 wood units. The patient was treated with intravenous dobutamine and diuretics. The long-term outcome was orthotopic cardiac transplantation due to refractory rv failure. The av was observed opening every beat on serial post operative ttes. The finding of av closure upon acute presentation was likely due to ami resulting in severe biventricular dysfunction.

Manufacturer narrative:
Patient case 2 was covered under MFR# 2916596-2025-01018. Section a and d - patient and device information was requested but not provided. Author citation: raziye ecem akdogan, et al. (2024). Aortic root thromboembolism and associated acute myocardial infarction in patients with contemporary durable lvads. Jacc case reports, 29(15), 102441¿102441. Https://doi.org/10.1016/j.jaccas.2024.102441. The reportable aware date is the date the sjm notifier completed reading the article and entered in the complaint database. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. Additionally, the reported low flow alarms could not be confirmed based on the provided information. Although a specific cause for these alarms could not be conclusively determined through this evaluation, it was noted that these alarms occurred in the setting of right ventricular failure as well as aortic thrombosis. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including thromboembolism (arterial non-central nervous system and venous), myocardial infarction, right heart failure, stroke, and other neurological events (not stroke-related). This section also addresses all pump parameters, including pump flow. Section 6 of the IFU, ¿patient care and management¿, provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. This section also lists thromboembolism and neurological dysfunction as potential late postimplant complications. Additionally, this section includes a list of heartmates 3 patient assessment methods, including assessment of the patient's level of consciousness. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.